Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
In this case the customer reported that the table free floating geo movement partly available. No patient involvement reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The remote service engineer (rse) connected with customer and confirmed that ¿table was free floating¿. Rse confirmed the issue occurred due to defective geometry pc. Biomed replaced geometry pc, after replacement of geometry pc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.